Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. Fiber disturbance was noted 2.0cm from the distal tip. Two strands of fibers were noted to be unraveled at this location, measuring 3.2cm and 5.2cm in length. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon. However, the balloon did not take on the appropriate shape due to the fiber disturbance previously noted. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for unraveled fibers. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. However, the definitive root cause for the unraveled fibers could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: to reduce the potential for stent or stent graft damage and/or vessel damage from the stent or stent graft, the diameter of the balloon should be no greater than the diameter of the stent or stent graft. Refer to the stent or stent graft IFU for safety information including the warnings, precautions and potential adverse effects regarding the use of balloon postdilatation. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that material unraveling was identified on the pta balloon post stent dilatation. Reportedly, the device was used in the left cephalic arch and was inflated six times to pre dilate the vessel and post dilate a stent. The health care provider reported that upon retraction of the device, after the sixth inflation, a thread like piece of material was identified wrapped around the balloon. There was no reported difficulty retracting the device and no further treatment was required. There was no reported patient injury.